Manufacturer narrative:
The patient's date of birth and age was not provided. The patient¿s sex was not provided. The patient¿s weight was not provided. (B)(4). Approximate age of device- 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient expired at home on (B)(6) 2017. No autopsy will be performed and the pump will not be returning. The patient had a history of being noncompliant with medication, and smoking. The manufacturer¿s technical services representative reviewed the submitted log file and reported the pump power increasing on (B)(6) 2017 followed by numerous speed drops below the low speed limit (lsl) and pump stoppages. It was reported that based on the speed decelerations in the log file, the pump may have ingested biomatter. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of low speed events and pump stoppages were confirmed based on the evaluation of the submitted log file; however, a specific cause for these events could not be conclusively determined. The log file, which contained approximately 5 days of data from (B)(6) 2017, captured 111 low speed events, 58 of which were pump stoppages, and 136 pi events. These low speed events were preceded by an increase in pump power. Pump power, estimated flow, and average pi ranged from 4.3-23.8w, 0.3-12.0lpm, and 0.9-7.4, respectively, throughout the duration of the log file. No other adverse alarms were captured. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.